Event description:
The patient reported that following a return of symptoms about a month prior to the report, the healthcare provider instructed the patient not to touch programming after being reprogrammed. This was reported as a gradual change. It was indicated that they patient went back to the healthcare provider one week prior to the report since the symptoms of urinating and not making it/going to the bathroom a lot had continued; they had not touched programming. At the appointment, it was discovered that the implantable neurostimulator (ins) was off. The patient thought that the ins kept turning off. When patient services reviewed button use, it was stated that the patient had been using both the ins on/off buttons when connecting with the programmer. It was mentioned that the patient wore a heart monitor the day prior to the report, but this was not expected to turn the ins off. During the call it was discovered that the ins was actually on. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up communication from the patient indicated that the cause of the ins turning off remains unknown. The patient has gone to see their healthcare provider and the ins was reprogrammed and the return of symptoms and the ins turning off has been resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.